Event description:
It was reported an angio-seal device was deployed following a diagnostic angiogram in 2003. The pt complained of pain during deployment. Following the point of anchor deployment, the physician was unable to pull the device back and out. The pt underwent surgery to remove the angio-seal device. Following surgery, a strong pulse was palpable at the femoral profunda and superficial femoral arteries. The site was flushed and a redon drain was placed. The pt was reportedly in stable condition. The diagnostic angiogram revealed non-dilated left ventricle, ejection fraction 48%, anterior wall apex aneurysm, tortuosity related to hypertensive heart disease. The pt had single vessel coronary artery disease; medical treatment was proposed. A follow-up consult with the physician a week later revealed a resolving hematoma and a recommendation to remove the stitches two days later. The pt suffered from parasthesia and motor neuralgia, indicating local nerve irritation at the surgical site.